Event description:
Caller reported lancet protruding from softclix plus lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.